Event description:
At approximately 0545 when nurse entered the room resident (B)(6) was noted to be in a kneeling position with her knees and feet on the floor in front of her wheelchair which was next to the bed (brakes were in locked position). She was wearing non-skid slipper socks. Her head was positioned between the assist rail and the mattress. Staff returned resident back to bed to assess. She was noted to be without respirations or audible heart tones. Assist bar in use at the time of the event was the m.c healthcare products pivot assit rail model no. Rm930 and the device filed for the FDA-3500a form. The bed is use at the time of the event was the m.c. Healthcare products m.c. Rexx -low bed model qd2000ml, serial # (B)(6), possible UDI # on bed: (B)(4).